Event description:
The customer reported the cable from the table connection transmitter was broken. Additional information was received that the connection issue was caused by the connector. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device was not sent to olympus for evaluation. Based on the results of the legal manufacturer's investigation, it is likely the reported issue was due to disconnection of the cable. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4 of the initial medwatch. The serial number should be (B)(6). The device was inspected by technician and it was exchanged the cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated field are h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, we surmised that a cable break occurred. But, we could not identify the cause of the cable break. Olympus will continue to monitor field performance for this device.